Event description:
It was reported to philips that the high voltage capacitor is faulty. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer worked with the technical support representative. The customer says they have a faulty high voltage capacitor. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor. A high voltage capcitor was sent to the customer. The high voltage capacitor to be replaced by customer. No further action at this time.